Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Considering the age of the device, the customer declined repair of the device, and requested to have the device returned to them without being repaired. Physio-control could not perform any further evaluation of the device. A cause of the reported issue could therefore not be determined.

Event description:
The customer contacted physio-control to report that the service led on their device was illuminated. During device evaluation, physio-control observed that the display did light up briefly, but then remained blank after the power button was pushed. None of the other buttons was responsive. There was no patient use associated with the reported event.